Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller; unable to verify button unresponsive complaint due to constant blank flashing white light on the display. The insulin pump failed the leak test. The insulin pump had minor scratched lcd window, scratched case, cracked case near the battery compartment, cracked battery tube threads and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display and buttons were unresponsive. Customer's blood glucose was unknown. Device had a crack. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.